Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the mildly calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was resistance while attempting to remove the device then the guide tube separated. The vessel was surgically opened to retrieve the separated portion. The sheath was upsized to a 12f and the aaa procedure was completed. Hemostasis was achieved via surgery. A clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - impact code 4641 was removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device. Reportedly, a guide tube separation occurred. The separated portion was retrieved. The method used to retrieve the separated portion was not provided. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.